Event description:
Reporter noted phaco began without problems, the felt tip had no energty. Removed tip from eye, retested and reinserted tip, with no improvement. Removed sleeve and found part of tip was missing. Broken tip part was found stuck in skin at medial canthus. Patient had very har nucleus and zonules were damaged prior to surgery; this resulted in increased zonular dehiscence. Pciol placed in sulcus. Patient is reportedly doing well. Surgeon felt this could cause injury if it recurs.